Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Customer did not require assistance from a third party. Customer to reset pump using provided reset instructions; malfunction did not recur after reset, and customer was advised to continue using pump.